Event description:
Following several unsuccessful cavity integrity assessment (cia) test the novasure endometrial ablation procedure was aborted. A post hysteroscopy was performed and the physician visualized a small "1cm" uterine perforation at the "fundal midline". No medical or surgical intervention needed. The physician said the perforation "should heal or its own". On (B)(6) 2012, it was reported the pt is "doing well". A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Additional serial #: (B)(4). Serial number of the radio frequency controller not provided by the complaint. Device history record (DHR) review was conducted for the identified lot and serial number of the disposable devices. No abnormalities were found related to the reported info. The device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).